Event description:
Issue with toggle switch piece only, automatically firing without tactile part being used to turn on. Had also happened once prior with vendor notified. No patient injuries sustained.